Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. It was also noted the comb was severely damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 11/15/2013 for a related issue. Evaluation of the device observed both cutters had worn gear teeth, did not pass cutter evaluation and were returned to the customer as non-repairable. It was also noted that the comb, left side plate and roller gear were damaged. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the roller gear, both cutter gears, bushings, collars, comb and left side plate. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. The customer's reported event was most likely due to improper handling, which most likely caused the damage to the comb and gears of the cutters and roller. The device was serviced and returned to the customer.